Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reached the elective replacement indicator (eri) with voltage of 2.71 and charge times of 22.3 seconds. No adverse patient effects were reported. Technical services discussed change out recommendations, device behavior, and timeframe.

Manufacturer narrative:
The device was explanted approximately a month later. A return request was made for this device. Should additional information become available this event will be updated.

Manufacturer narrative:
As of today the device remains in-service. This event will be updated should additional information become available.

Manufacturer narrative:
The device was returned for testing. Upon receipt in our post market quality assurance laboratory, a thorough evaluation was performed. Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance. No other adverse events have been reported. This product issue will be updated if additional information is received.